Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
E3: non-health care professional; e2- no. The exact event date is unknown. As per the customer, the event date was 29-aug-2023 or 30-aug-2023. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flooding in the imaging of the main unit, flooding of the camera cable, flooding in the video connector and crack in the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: watertightness failure occurred due to a crack in the video connector, and disassembly of the video connector indicated that moisture had entered the interior. This caused the internal ccd to malfunction, resulting in the inability to communicate normally and the generation of the noise you have pointed out. The device history record review of the actual product was conducted and found no problems. This issue is addressed in the instructions for use (IFU): the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the "warning" section of the instruction manual "for safe use_endoscope image disappearance and freezing. Do not bump or drop the product. Water leakage may cause damage to the product's internal electrical circuits. The following warning is included in the "precautions for cleaning, disinfection, and sterilization" and "storage" sections of the instruction manual: - do not use the product with tweezers, sterilizers, or other instruments that are not designed for sterilization. Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. "Caution" in the instruction manual "for safe use_handling and general precautions" includes the following statements. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition 3cmos autoclavable camera head had noise in the image. The issue was found during preparation before use, and the intended procedure was completed with a similar device. There were no reports of patient harm.